Event description:
Customer reported the system was displaying "x-ray on" in error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage power supply and informed customer that their line voltage was too low. System operates as intended.